Manufacturer narrative:
Pump received with missing retainer and missing reservoir tube o-ring. Pump passed the rewind, prime and seating, basic occlusion, force sensor, self-test, sleep current measurement, and active current measurement however, unable to perform the displacement and occlusion test due to missing retainer. Detailed trace analysis shows that power error alarm and low battery alarms were triggered when backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on j6 / pcba 1, the pump was monitored and functioned properly. Pump also received with scratched case and pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they change the batteries on the insulin pump every day. Customer's blood glucose was unknown at the time of incident. No further details given.